Manufacturer narrative:
Additional information: manufacturer narrative and section b describe event or problem. Correction: section d unique device identifier (UDI). Case (B)(4): pyxis medstation es - drawer failure number main 5. Case (B)(4): es - fh cubie drawer failed - unable to recover. Part analysis: the report of meditation¿s faulty drawer was confirmed by the bd field service engineer (fse). According to work order (B)(4), the field service engineer (fse) reported that main enhanced full height drawer 5 cubies intermittently fails. Replaced retractor band and passed hta to test the repair. External inspection performed at dchu investigation lab of the returned retractor band observed multiple black marks and slightly bent area over the flat flex cable. Laboratory testing was conducted, dmm continuity testing observed 3 out of the 30 copper wires presented connectivity with the neighboring copper strands. Hta testing was not conducted since after not passing continuity testing no further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported meditation¿s faulty drawer: drawer 5 will only open cubies, was identified as a faulty flat flex cable of retractor band due to connectivity between 3 copper strands. Physical damage: black marks were observed that lead to copper strands to contact their neighboring strands.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 had only opened the cubies intermittently, and nursing staff had been forced to slam the drawer in order to access medications. As per part investigation, it was determined that there was black marks and slightly bent area on flat flex cable. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 had only opened the cubies intermittently, and nursing staff had been forced to slam the drawer in order to access medications. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 cubies intermittently fail. A field service engineer (fse) replaced retractor band to resolve the issue. The system functioned as intended after the field service engine repaired the device.